Event description:
Date of event: 2009. According to the information received, an end user reported a catheter with the tip cut off, injuring the end-user.

Manufacturer narrative:
According to the reported complaint, customer states catheter tip was cut off, causing injury. One (1) box of catheters were received for evaluation. Visual inspection revealed rough & sharp product; therefore the complaint is confirmed as reported. It is believed that the forming tool for the tip end cut off the catheter end, causing a rough, sharp catheter and incomplete seal. The complaint history was reviewed, revealing that this is the first such complaint for this lot number. Based on this information, it is concluded that this is an isolated incident and does not represent the overall quality of the lot.